Event description:
It was reported via a legal notification, that a male patient, initial bilateral knee replacement on (B)(6) 2015, underwent a left knee revision on (B)(6) 2023, approximately 7 years 9 months post the initial procedure, due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and the plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D10. Concomitants: 3750518 02-010-01-0240 - logic femoral ps cem left sz 4; 3720754 02-012-41-4040 - logic tibia traptray cem sz 4f/4t; 3832322 200-02-35 - three peg patella 35mm. H6. Investigation results - the revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.